Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8703w, serial# (B)(4), implanted: (B)(6) 1995, product type: catheter. Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. The (B)(4) codes apply to all the catheters. The previously reported codes still apply to the pump.

Event description:
Additional information was received from a healthcare provider (hcp) via a clinical study. No medications were listed on the medication log. The patient's medical history included back pain with leg pain, radicular pain, lumbar surgery x2, and arthritis. It was reported that the patient was hospitalized for a cerebrospinal fluid (csf) leak. A surgical repair of the csf leak and explant of the catheter were performed during the hospital stay. The decrease in medication was due to the removal of the catheter. The date of the csf leak was unknown.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, information was received from a healthcare provider (hcp) regarding a patient who was receiving morphine via an implantable pump in simple continuous mode. According to the session data report on (B)(6) 2015, the patient was receiving morphine (10 mg/ml) at 2.325 mg/day as of the last change on (B)(6) 2015. On (B)(6) 2015, the morphine was decreased 97%, to a minimum rate of 0.064 mg/day. On (B)(6) 2016, diagnostic examination revealed increased pain, shaking, and dry heaves; the patient was clinically diagnosed with withdrawal symptoms. Morphine sulfate (ms) contin was initiated, and intravenous (IV) morphine and zofran were administered. The events resulted in prolongation of the existing hospitalization. On (B)(6) 2016, diagnostic examination revealed pain and nausea, without emesis, and the patient was discharged to home; conditions improved enough to discharge the patient to home. Withdrawal symptoms were also noted to have included headache and vomiting, thought the date of onset was not specified. On (B)(6) 2016, the patient was seen for a wound check, and all withdrawal symptoms were resolved. There was no identified product issue. According to the hcp, the events were related to the device or therapy and were not related to the implant procedure. As of (B)(6) 2016, the events had resolved without sequela. Additional information regarding the reason the patient was hospitalized, relationship of the wound to the implanted system, reason for the medication rate decrease, concomitant medications, and relevant medical history was requested. If additional information is received, a follow-up report will be sent.